Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash under the rear therapy electrode pads. The patient reported that she spoke to her doctor who recommended leaving the device off for an hour at a time and applying baby powder on the affected area. During a follow up, it was reported that the rash had improved as there was no longer a visible rash.